Event description:
Type 1 reaction to latex gloves during work. I am a dental hygienist. I have used latex gloves for 11 years with no problems. I have developed this allergy caring for others. I really wish the FDA could ban latex gloves. My life is now forever changed. Now I have to fear for my life on daily basis. Please stop latex!